Manufacturer narrative:
As reported, the catheter body of a 5f judkins right (jb) 2 100cm tempo diagnostic catheter disintegrated during the embolization procedure, despite being within its shelf life, sterile, and without any packaging issues. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation as expected. The product was not returned for analysis. A product history record (phr) review of lot 18199607 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for review the reported ¿strain reilef-degradation¿ could not be substantiated and the exact cause of the reported event cannot be found. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the information available, there is no evidence to suggest the reported event is related to design or manufacturing issues. Therefore, no action will be taken.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the catheter body of a 5f judkins right (jb) 2 100cm tempo diagnostic catheter disintegrated during the embolization procedure, despite being within its shelf life, sterile, and without any packaging issues. There was no reported patient injury. The device is expected to be returned for evaluation.